Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included vaginal discharge, itching, cyst, right lower quadrant pain, fatigue, nervous, parity 5 and gastric mucositis. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma, chest pain, shortness of breath, cough, choking, chest tightness, wheezing, stridor, palpitations, unilateral leg swelling, myalgia, back pain, joint swelling, arthralgia multiple, gait disorder, neck pain, neck stiffness, headache, migraine, suicidal ideation, multigravida, dysmenorrhea, menses irregular, koilocytotic atypia, human papilloma virus infection, cervical low grade squamous intraepithelial lesion, intestinal metaplasia, cancer, vaginal discomfort, vaginal discharge abnormality, uterine bleeding, depression and body mass index normal. Concomitant products included ibuprofen. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/ bleeding and pain during menstrual cycle") and dysmenorrhoea ("dysmenorrhea (cramping)/ bleeding and pain during menstrual cycle") and was found to have weight increased ("weight gain"), 2 months 31 days after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain lower and weight increased outcome was unknown and the vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: emotional distress, economic loss, as well as punitive damages and other damages in an amount to be proven at trial. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Most recent follow-up information incorporated above includes: on 21-nov-2019: plaintiff fact sheet received: outcome of events "menorrhagia and dysmenorrhea" updated to "recovered / resolved". No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test.". The patient's medical history included vaginal discharge, itching, cyst, right lower quadrant pain, fatigue, nervous, parity 5 and gastric mucositis. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma, chest pain, shortness of breath, cough, choking, chest tightness, wheezing, stridor, palpitations, unilateral leg swelling, myalgia, back pain, joint swelling, arthralgia multiple, gait disorder, neck pain, neck stiffness, headache, migraine, suicidal ideation, multigravida, dysmenorrhea, menses irregular, koilocytotic atypia, human papilloma virus infection, cervical low grade squamous intraepithelial lesion, intestinal metaplasia, cancer, vaginal discomfort, vaginal discharge abnormality, uterine bleeding, depression and body mass index normal. Concomitant products included ibuprofen. On (B)(6)2013, the patient had essure inserted. On (B)(6)2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain"), 2 months 31 days after insertion of essure. The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: emotional distress, economic loss, as well as punitive damages and otlier damages in an amount to be proven at trial. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2019: pfs received- new events lower abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), weight gain, she did not undergo essure confirmation test. Were added. Event medical device removal updated to pelvic pain. New reporter, height, medical history, concomitant drug were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('total laparoscopic hysterectomy with bilateral salpingectomy') in an adult female patient who had essure inserted. The patient's medical history included vaginal discharge, itching, cyst, right lower quadrant pain, fatigue, nervous, parity 5 and gastric mucositis. Concurrent conditions included hpv positive oropharyngeal squamous cell carcinoma, chest pain, shortness of breath, cough, choking, chest tightness, wheezing, stridor, palpitations, unilateral leg swelling, myalgia, back pain, joint swelling, arthralgia multiple, gait disorder, neck pain, neck stiffness, headache, migraine, suicidal ideation, multigravida, dysmenorrhea, menses irregular, koilocytotic atypia, (B)(6) infection, cervical low grade squamous intraepithelial lesion, intestinal metaplasia, cancer, vaginal discomfort, vaginal discharge abnormality and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: emotional distress, economic loss, as well as punitive damages and outlier damages in an amount to be proven at trial. Most recent follow-up information incorporated above includes: on 22-may-2019: medical records,significant information were received, patient demographic information and the event injuries replace with medical device removal were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.